Event description:
It was reported by the customer that he saw the leaking oil; the leak occurred during the procedure. The fluid fell onto the pt, but not into the surgical site. The area was thoroughly lavaged with a unit that was on hand in the operating room. There were no antibiotics or additional treatment prescribed as a result of the leak. The procedure was completed with the hand piece, there was no reported delay in the surgery. There was no change expected to the pt as a result of the leak. There were no reports of any adverse pt events associated with this malfunction.

Manufacturer narrative:
On sept 9, 2008 the saw involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event; the saw performed within specifications. Preventative maintenance was performed on the saw.